Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a low battery alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, a device history review, battery testing, and a review of the alarm log were performed. An f-49 alarm, associated with the reported condition, was identified during the review of the alarm log. Functional testing found that the device would not turn on, and battery testing identified low battery voltage. The reported condition was verified as an f-49 alarm. The cause of the condition was determined to be low battery voltage. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.